Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and loss of capture. As a result, a lead fracture was suspected and the associated device was reprogrammed accordingly. More than five years later, this patient underwent a surgical intervention for an elective device replacement. During this procedure, the rv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.